Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal attempt. The customer's blood glucose reading was 496 mg/dl. Troubleshooting advised the customer to remove reservoir and disconnect the set and rewind the pump. The customer indicated that the alarm was resolved by changing out the set. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.